Event description:
Caller reported an error with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump after receiving the necessary supplies, with the intention to call back if further issues arose.